Manufacturer narrative:
Product ID: 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the catheter was replaced and a mesh pouch was added to prevent the pump from flipping. The patient had a history of pump flipping - see manufacturer¿s report # 3004209178-2012-07582 for prior event. It was later reported that the patient experienced an increase in spasticity and an increase in pain. The patient had an x-ray to verify a flipped pump on (B)(6) 2012. The catheter was kinked in the pump pocket from the pump flipping. The patient received effective therapy from this particular revision until (B)(6) when she had the pump flipping again and another catheter kink (see manufacturer¿s report # 3004209178-2013-02904). The pump was delivering compounded baclofen, dilaudid, and prialt.

Manufacturer narrative:
(B)(4).